Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir has air bubbles. The customer's blood glucose reading was 175 mg/dl at the time of incident. Troubleshooting found that some of the air bubbles were big and there were air bubbles in the tubing as well. Troubleshooting will provide an instruction booklet to the customer on how to prevent air bubbles.